Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; long-term results after standard endovascular aneurysm repair with the endurant and excluder stent grafts oliveira-pinto, josé et al. Journal of vascular surgery, volume 0, issue 0 https://doi.org/10.1016/j.jvs.2019.03.039. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of infrarenal abdominal aortic aneurysms on unknown dates between july 2004 - december 2011. Some patients were treated outside of the IFU. It was reported on unknown dates post the index procedure the following adverse events were identified: rupture, reintervention, surgical conversion, renal failure, limb thrombosis, graft infection and aneurysm enlargement. Per the physician the cause of the event is undetermined.